Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed that the device was not in its original packaging. Two fractured tendon anchors were returned and were imbedded in the implant and had the distal ends broken away. There was biological debris on the returned items. An assessment of material characteristics found that based on the condition of the product material found during visual inspection, additional material testing is not required. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that a material certificate of analysis from each raw material supplier is required. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include the application of improper/excessive force. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3: the sample is under evaluation by the manufacturing site.

Event description:
It was reported that, during a shoulder arthroscopy, an arthro bioindctive implant large was loaded into inserter. The clam shell was a little stiff to remove but implant seemed to be loaded properly. The deployment of the implant was smooth, 5 tendon anchors were placed; however, the implant did not release from the delivery device and pulled out of the joint. The procedure was completed using a different size back-up device with a delay of 30 minutes or less. No patient injury or other complications were reported. Preliminary results of investigation found that the tendon anchors were imbedded in the implant and had the distal ends broken away.